Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and bleeding under the breast area. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a rash cream for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Not applicable.